Manufacturer narrative:
Calibration and qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. It was asked, but it is not known if any incorrect values were reported outside of the laboratory. The sample initially resulted with a troponin t value of 104.9 pg/ml accompanied by a data flag. The primary tube of the sample was re-centrifuged and repeated, resulting with a value of 15.42 pg/ml accompanied by a data flag. The aliquot tube of the sample was repeated, resulting with a value of 17.26 pg/ml accompanied by a data flag. The lowest value was believed to be correct. The troponin t reagent lot number was 416797, with an expiration date of november 2020.